Event description:
The passeo-14 peripheral balloon catheter was selected for treatment of the left sfa. The passeo-14 balloon catheter ruptured during inflation before reaching the nominal pressure.

Manufacturer narrative:
09-jan-2025 the product information on this report is incorrect and report is being closed. MDR-1028232-2025-00333 was opened in its place.